Manufacturer narrative:
G4:25feb2021. B4:01mar2021. H11:g5:k102985. H10: the customer reported the issue occurred during clinical use. No patient information was disclosed. There was no delay to patient therapy or device swap. There was no patient harm reported. Additional evaluation details received that the customer initially reported power and battery issues. The customer reported that during every breath the unit would have a very short alarm and display a "running on internal battery" message. When inspiratory positive airway pressure (ipap) was above 12 cmh20, the unit would switch back to alternate current (ac) power again. This behavior would repeat every breath. When ipap pressure was below that, the unit would operate fine. The internal battery was confirmed to be over 4 years old. The customer reported that the unit also displayed a battery failed alarm. The philips field service engineer (fse) was dispatched to the customer site for further evaluation and the reported problem was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6) 2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that a ventilator was experiencing battery issues. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
The visual inspection of the customer power supply revealed no anomalies upon visual inspection. A failure investigation (fi) technician installed the power supply into a fi ventilator to duplicate the reported issue of power issues. The fi technician reported that no failures were identified.

Manufacturer narrative:
G4:24jan2021. B4:25jan2021. The customer reported the issue occurred during clinical use. No patient information was disclosed. There was no delay to patient therapy or device swap. There was no patient harm reported. The device was evaluated by a philips field service engineer (fse) who confirmed the reported issue. The fse replaced the power supply, battery, and the power management board. The power supply was changed due to the unit switching from internal battery to ac (alternate current) and addressed the original issue. The battery was replaced due to the customer's request and not to solve the original complaint. The power management board was changed preventatively as part of a field change order. The power issues were reported have been fixed. No other anomaly was reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.